Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a communication error alarm. The customer was assisted with clearing the alarm. Troubleshooting found the insulin pump passed the selftest. The customer also reported receiving several other alarms. Customer's blood glucose was 70 mg/dl. The customer was advised to monitor their insulin pump and blood glucose. No additional information provided.